Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that while still inpatient from pump exchange the patient began to experience a rise in lactate dehydrogenase and plasma free hemoglobin level, and dark urine. Echocardiogram (echo) results revealed a mobile thrombus on the inflow cannula. A heparin infusion was initiated without success. The patient was taken to the operating room for pump exchange (via sternotomy approach) on (B)(6) 2015. The patient is reported to be stable post- exchange. Investigation is ongoing.

Manufacturer narrative:
This device is used for treatment not diagnosis. The pump ((B)(4)) was returned to the manufacturer for evaluation. This complaint is associated with a clinical adverse event. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the controller log files was not possible since log files were not available for analysis. Analysis of the device revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. Independent pathology report did not reveal evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event.